Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 590 mg/dl. Reportedly, customer had forgotten to bolus for lunch and cartridge had run out of insulin. High bg was addressed with a correction bolus.